Event description:
It was reported that the patient underwent "alif and plif at l5-s1. Peek cage placement at l5-s1, bmp" post op the patient developed chronic pain and pain in both hands/feet.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on: (B)(6) 2008, the patient presented with pre-op diagnosis of l5-s1 lumbar disk protrusion. L5-s1 lumbar stenosis. Lower extremity radiculopathy. Internal disk disruption, low back pain, diskogenic low back pain. The patient underwent following operating procedures: partial vertebrectomy, complete discectomy, decompression of spinal canal, neural foramen and nerve root at l5-s1 via retroperitoneal approach. Anterior lumbar interbody arthrodesis at l5-s1. Anterior segmental instrumentation. Use of peek intervertebral body placement cage. Use of bmp / rhbmp-2/acs. Use of local autograft. Aspiration of bone marrow left posterior ilium. Per op notes, "... The peek intervertebral body were placed in the cage and instrumentation was inserted to the l5-s1 disk space. The cage was used as a biomechanical device at l5-s1 and was filled with bmp mixed with dynos and bone marrow aspirate... Allowed to sit with the dynos and a small amount of local autogrfat from the partial vertebrectomy was also mixed in the birdo and inserted within the peek cage..." On (B)(6 )2008, the patient presented with pre-op diagnosis of lumbar disk protrusion; lumbar stenosis; low back pain; lower extremity radiculopathy and underwent another set of procedures: bilat posterolateral lumbar arthrodesis at l5-s1. Bilat transpedicular non segmental instrumentation at l5-s1. Decompressive hemilaminectomy lumbar with decompression of the spinal canal, nerve foramen , nerve roots at l5-s1. Left l4-5-s1 hemilaminectomy with decompression of spinal canal , nerve foramen, nerve roots. Right l4-5 hemilaminectomy lumbar with decompression of spinal canal, nerve foramen, nerve roots. Use of bmp and local autograft same incision. Aspiration of bone marrow. Per op notes, "...bone marrow aspiration performed at the right posterior ileum, mixed with dynos and the bone graft, bmp. Two large strips were placed laterally in the gutters, wrapped around the bone graft over the l5-s1 segment, and over top this was placed another 10cc of bone graft and dynos with bone marrow aspirate..."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.